Event description:
It was reported that during a procedure using two cuffs, the front of the smart pump went down and one of the cuffs released. The account had a back pump on hand and the procedure was able to be completed as planned with minimal delay. The surgeon reported some blood seepage into the surgical site, but considered this "an annoyance".

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The evaluation is on-going. When the quality investigation is complete, a follow up report will be filed.